Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v802321, implanted: (B)(6) 2011, product type: lead (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient was having difficulty in connecting to the implant with the programmer. It was reported that the patient had put in new batteries that were alkaline but were heavy duty. The patient had the first 2 buttons on the side taped off. It was reported that the patient was able to connect without the antenna plugged in. The patient was trying to increase stimulation and was getting an error showing that stimulation was not currently turned on. It was noted that the patient turned stimulation on and was currently set at 1.1v which they felt strong but comfortable. When the patient had it set at 2. Something it was too strong and was giving them little shocks and that must have been when they turned it off in error. It was reported that the last person the patient spoke to told them to tape off the top 2 buttons so they wouldn¿t push them. It was noted that the patient would have called in sooner but they were in the hospital due to their blood pressure and that the hospital stay was not related to their device or therapy. It was also noted that the patient also had arthritis and it made it difficult to use the programmer without the antenna. Additional information received reported that the programmer would not do telemetry with the antenna. The anomaly appeared to have occurred through product use and no patient harm was reported. Additional information received reported that the patient received assistance from their manufacturer representative and their concerns were resolved. It was also reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp). An appointment date of (B)(6) 2014 was noted.